Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what caused the premature depletion of the battery and the cause of the shocking was not determined. It was noted that the hospital sent the implant to pathology and then discarded it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer's representative (rep). The rep reported that the battery depleted prematurely and the patient felt a shocking sensation when the system was being used. The rep reported that the battery wouldn't stay charged for over a day. The rep reported that there were no none factors that could have contributed to the issues. The rep reported that the entire system was replaced. No further complications were reported.